Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they were the one who initially discovered the ¿no device found and poor recharge quality¿ screens during the patient¿s post-op visit. It was reported that the patient was still having issues connecting to their charger, but stated that it had improved since their initial appointment. No other information was available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was getting either the ¿no device found or poor recharge quality¿ screen. Assessment of the pocket site revealed the implant site was swelling. The implant was at a bit of an angle and the implant was not superficial. The passive recharge gave a range of between 42 and 58. Technical services reviewed with the rep that swelling, implant angle and depth was likely causing the poor quality or no device found screen. Technical services suggested waiting until the swelling went down to see how much improvement there was with recharging. It was also suggested that the patient get an x-ray to determine how much of an angle the ins was at since that affects recharging as well. The rep didn¿t have an extra recharger to try, but the external equipment was indicated to likely not be the issue in this case. It was indicated that this was the patient¿s first attempt at recharging. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.